Event description:
Customer original contact zest on 2/13 regarding part 02134 sd abutment broke in the implant did not want replacement as he was very upset he just wanted a refund. He then contact us today 2/28 to say the other abutment also fractured in the implant. It is unknown if implant was removed or not due to fractured abutment.

Event description:
Customer original contact zest on (B)(6) regarding part 02134 sd abutment broke in the implant did not want replacement as he was very upset he just wanted a refund. He then contact us today (B)(6) to say the other abutment also fractured in the implant. It is unknown if implant was removed or not due to fractured abutment.